Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) passed the initial functional testing, but it failed during further testing due to user advisory (ua) 02 (compression tracking error). A load cell characterization test was performed and confirmed that load cell 1 was defective, causing the observed ua02 advisory message. The damaged front enclosure and defective load cell were likely attributed to mishandling such as a drop. The defective load cell 1 was replaced to remedy the fault. During further testing, the autopulse platform displayed fault code 16 (timeout moving to take-up position). In addition, the drivetrain motor was unusually noisy during rotation. The root cause of both noted issues was the defective drivetrain motor, probably caused by a defective component. During further device evaluation and testing, it was noted that the encoder driveshaft was stiff and could not rotate smoothly. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges of the armature plate, or burrs on the surface of the clutch rotor. The defective drivetrain motor, including the clutch plate, was replaced to remedy fault code 16, noisy rotation of the drivetrain motor, and the stiff manual rotation of the driveshaft. During visual inspection, the front enclosure was observed damaged. Based on the photo provided by the zoll service team, there was a vertical crack going through one of the screw fittings. The observed physical damage was most likely attributed to user mishandling such as a drop. The front enclosure was replaced to address the issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at zoll, the autopulse platform (s/n 24636) failed functional testing due to user advisory (ua) 02 (compression tracking error) and fault code 16 (timeout moving to take-up position). In addition, the drivetrain motor was noted to be noisy. No patient involvement.